Event description:
Procedure: laparoscopic hernia repair. Reportedly, the loading unit dropped out of the device when it was fired. The unit was retrieved and a new device was used. No patient injury reported.